Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "disintegrated. Silicone partially inside syringes with also part of the envelope inside." (Rupture)

Event description:
Healthcare professional reported left side "disintegrated. Silicone partially inside syringes with also part of the envelope inside." The device has been explanted and replaced.